Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2008, the patient was implanted with an implantable pulse generator (ipg) during a routine changeout procedure. In 2016, the patient once again underwent a routine changeout procedure, where the ipg was intended to be replaced. However, four months later, the patient experienced bradycardia, and temporary pacing was utilized in order to stabilize the patient. The following day, the pocket was opened in order to replace the ipg, and it was determined that during the previous routine changeout procedure, the ipg had not been replaced as intended, rather, the ipg that had initially been implanted in 2008 was still in the patient and was now non-functional. The non-functional ipg was explanted and replaced. The patient was discharged to home and two days later, the patient expired.